Event description:
The customer reported via phone call that they had a battery out limit alarm on their insulin pump. The customer stated they were unable to clear the alarm. Customer reported changing the battery twice, but the alarm persisted. Customer's blood glucose was unknown. Customer was advised the insulin pump needed to be replaced. The insulin will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.